Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump due to poor operation of the device. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified activation issues and valve deactive state issues could affect the functionality of device as the reported of the mechanical issues. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8lb. Activation test (2) and valve deactive state test. Product analysis concluded these activation issues and valve deactive state issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen based on the failure with the pump that failed activation test and valve deactive state test was identified. The adverse event of mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump due to poor operation of the device. No patient complications were reported.